Event description:
It was reported that sinus perforation occurred. On #3 mr area tried, the implant was spinning due to bone thinning so we postponed, implant removed and placed bone. Patient will return in 6 months for implant placement. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, patient will come for new implant placement, #3. Symptoms as a result of the event: none. .

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsx47b10, (tsx implant, 4.7mmd, 10mml) for evaluation. Visual evaluation was performed, no damage that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 1268375. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268375, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared. Refer to attached summary investigation for dental : functional : lack of primary stability. Therefore, based on the available information, a device malfunction did not occur. The implant showed no damage that would cause or contribute to the event. Markings due to the removal process. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.